Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep indicating the causes for the reason being off and high impedance remain unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 748251 lot# serial# (B)(4) implanted: 2004 (B)(6) explanted: product type extension product ID 748251 lot# serial# (B)(4) implanted: 2004 (B)(6) explanted: product type extension product ID 3387-40 lot# j0417569v serial# implanted: 2004 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that a revision to replace the ins and extension was performed on the day of report due to a fractured extension, when the lead was accidently cut while the physician was trying to free it from scar tissue. The healthcare professional (hcp) was removed the lead and planned to leave the extension in but cap it. The hcp planned to implant the lead in the future. No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), implanted: (B)(4) 2004, product type: extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The rep reported that the patient went to a routine programming appointment and the hcp noticed the ins was turned off and the impedances were high on all contacts. The rep reported the hcp tried increasing the voltage to see if any side effects occurred and nothing was noticed. The rep reported that the patient could not tell if they were receiving any therapy or not. The rep reported that an x-ray of the extension was taken. No further patient complications have been reported as are result of this event.

Manufacturer narrative:
Analysis results were not available of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
No additional information was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748251, (B)(4), explanted: (B)(6)2017 product type extension. Product ID: 3387-40, lot# j0417569v, explanted: (B)(6)2017 product type lead. Analysis of the extension ((B)(4)) found the conductor was broken and the wire coiled in the body. Analysis of the ins ((B)(4)) found the ins was at normal end of life. Analysis of the lead (lot no. J0417569v) found the lead was cut through and was segmented. If information is provided in the future, a supplemental report will be issued.